Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 377 mg/dl. The customer reported that the insulin appeared to be sticky. The customer changed the out the cartridge and infusion set. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.